Manufacturer narrative:
There is no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Due to the age of the device the unit has been discarded by the customer. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Device discarded by user.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user report that had breen submitted to the (B)(4), which stated that the sorin heater-cooler sytem 3t tested positive for mycobacteria chimaera. The report stated that the hospital has not identified any patient infections.